Event description:
Ventilator stopped working when testing out the generator. Ventilator did have an audible alarm when power was lost. Found battery was dead. Issue is the meter on the front of ventilator was reading full battery. Also on the diagnostic screen the indications were such that the battery appeared to be fine. The ventilator log indicated that the ventilator did call out an internal empty battery for the prior month generator testing. It is possible was missed as therapist was not in the room to witness it during prior month generator testing. Not sure why ventilator wouldn't continually call out empty internal battery at that point forward. Per site reporter; manufacturer is checking into the ventilator issue.